Manufacturer narrative:
On (B)(6) 2014, the patient was reportedly prescribed amoxicillin and clavulanic acid for ten days. The patient's device was explanted.

Event description:
The patient reportedly experienced a serohematic collection at the implant site. The surgeon reportedly conducted a puncture and prescribed antibiotics for 15 days. On (B)(6) 2014, the patient returned with increased volume in the area. A second puncture was conducted with 5cc serohematic extraction. On (B)(6) 2015, the patient returned with a granuloma, secretion and pain. Revision surgery will be scheduled.